Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting oversensing with pauses. The physician elected to explant the ipg and ventricular bipolar lead model 4285 sn 004123. A new ipg, model 1230 and bipolar lead, model 4285 were successfully implanted.

Manufacturer narrative:
Event conclusion the ipg passed all mechanical and electrical tests, including very specific tests of the output and sensing circuitry. A detailed invasive analysis of the ipg revealed small traces of silicone rubber on the ventricle dual spring electrodes. It is unknown if this material contributed to the event seen in the field, although this mfg residue was not sufficient to cause oversensing during laboratory testing at cpi, analysis of the lead found that it passed the conductor resistance test and cannot confirm the allegation of oversensing. Medical adhesive (ma) is used during the plastic header-to-pulse generator case attachment process. In the event that the lead barrels are not completely sealed during the attachment process, medical adhesive residue may be carried into the header cavity. Insertion of ma contaminated bonding pins or gauge pins into the header cavity may leave a residue. The outer suture sleeve is attached with medical adhesive. As the sleeve is inserted in the lead barrel, excess medical adhesive may flow into the header cavity, which could be pushed in even further by a bonding or gauge pin. Cpi has taken steps to prevent ma contamination of the connector contacts, addressing each of these three sources of ma with improved mfg instructions.